Event description:
A pump malfunction was reported by the caller, and no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. The caller successfully reset the pump without the malfunction code recurring and was advised to continue using the pump, with instructions to contact support if the problem recurred.